Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault", "defib fault 87", "defib disabled", "system fault 36" and an unrecognized "system fault 35" messages. Complainant indicated that there was no pt involvement in the reported malfunction.